Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The battery was depleted. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted early, approximately one month after implant. Warnings were also observed for high right ventricular (rv) and right atrial (ra) lead impedance. The patient had been undergoing daily radiation treatment in their abdominal area the few weeks prior and complained of pocket warmth. The ipg was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Destructive analysis did not provide any evidence of an internal mechanism leading to early depletion. The battery did not yield any unusual electrical or other properties for a battery at this stage of depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.